Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose at 10 am on (B)(6) 2017 with blood glucose of 358 mg/dl. The customer went off the pump on (B)(6) 2017 and went to hospital on (B)(6) 2017 and found that her blood glucose level was high. It was also reported that the customer went to hospital before completing 48 hours of being off the pump. The customer experienced symptoms such as dizzy, dry heaving and nausea. The customer was treated with manual injection. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.